Manufacturer narrative:
(B)(4). Batch #u5am7n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system, and the switch actuator post was found to be broken with the switch actuator loose, which led to the device's inability to fire. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical nephrectomy, three reloads were fired with no issue. When the fourth reload was fired on tissue, some staples deployed. The blade advanced, then returned and locked out, and the device could not be opened. The device was cut from the tissue to remove. Another device was not required to complete the procedure. There were no adverse consequences for the patient.